Manufacturer narrative:
Device 1 of 3. H6. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2010-00987. Reference MFR report # 1627487-2010-00989. The pt received her scs system on an unk date. It was reported on (B)(6) 2008 that the pt lost stimulation. An x-ray showed that the lead may have been partially pulled out of the extension. The extension and ipg was replaced on (B)(6) 2008. Follow-up on the pt found that she is receiving good stimulation. The extension was not returned to ans for evaluation. No further information is available.